Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and presented to the emergency room. Upon interrogation, it was suspected the implantable pulse generator (ipg) managed ventricular pacing mode may have contributed to the patient's symptoms. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.